Event description:
It was reported that during an unspecified procedure, the stent delivery system (sds) stuck on the guide wire. The physician was using the express biliary sd monorail premounted stent system with another MFR's guide wire in an unspecified vessel; however, the sds became "stuck" on the guide wire. Another MFR's sds was used to successfully complete the procedure. No pt complications were reported, and the pt's status was noted as "fine".